Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via the manufacturer representative (rep) reported that when connecting the tablet through communicator increases the amplitude. The patient felt uncomfortable. Communicator was not able to connect remotely. They must be in contact with the patient placed directly on the implantable neurostimulator (ins). The main issue now, is that the ins turns itself on. After setting and saving of amplitude, the value has changed itself. It is very unpleasant for the patient as they have to decrease the value manually. The issue was not resolved and no surgical intervention occurred or was planned. No further complications were reported/anticipated. Additional information was received from the rep. It was reported that no special actions had been performed, only the standard setting. The cause of the issue was unknown. The issue was not resolved as of (B)(6) 2019; the patient still has been without adaptive stimulation. It was noted that this information was confirmed with the physician/account.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the ins was implanted in the abdomen on the left. The ins was sutured in the pocket. The ins could not be felt moving when the patient changed positions. It was noted that adaptive stimulation never worked. Older session reports were provided. Impedance results in the session reports were within normal limits ranging from 730-960 ohms. It was noted that the reps had already done the suggested troubleshooting of assigning intensity when orienting the ins or setting the position intensity after only orienting the ins, having the patient move around and change positions during the adaptive stimulation test then manually stopping the test afterwards, changing stability time to 30 seconds, not increasing the mobility rate, and reorienting the ins and assigning intensities.

Manufacturer narrative:
Product ID: ct900b, serial# (B)(4), product type: mobile platform; product ID: 8880t2, serial# (B)(4), product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that no special actions had been performed, only the standard setting. The cause of the issue was unknown. The issue was not resolved as of (B)(6) 2019; the patient still has been without adaptive stimulation. It was noted that this information was confirmed with the physician/account. Additional information received reported there was a patient implanted with an adaptive stimulation device. It was reported that manufacturer representative (rep) managed to orient the device and set the amplitudes for different position pretty easily. The problem was that the device was not changing any pre-set amplitude when patient changes their position and always stays on the last set value. They tried many options, lower the transition periods (it was 0s from upright to lying and 5s and 30s for the rest of the positions), even wait twice as longer in new position than it was set in the settings but nothing had changed. We have also checked the position amplitudes from positions on adaptive stimulation screen. There, they saw the amplitude assigned for that position in small number and small blue button and the currently active amplitude in larger numbers and white scroll button. No matter how long they waited, nothing changed and they needed to readjust the amplitude manually. The adaptive stim test also doesn't work and it just tests positions for a few minutes but didn't finish the test even once. The second problem was that the device recognizes all the positions except mobility. It was reported that the amplitude limit was turned off but after, the patient couldn't even start the stimulation using their patient programmer.

Event description:
Additional information was received from the rep. It was reported that the suggested conference call with technical services for tr oubleshooting had not occurred as of (B)(6) 2019. The patient doesn't use adaptive stimulation, and they were satisfied with conventional stimulation. It was not possible to determine the cause of the problem, but the rep noted that it was probably a defective piece of the stimulator. It was noted that this information was confirmed with the physician/account. Additional information was received from the rep. It was reported that they had implanted the same model ins with a second patient recently and there was no problem with adaptive stimulation programming. The adaptive stimulation programming had been done in a few minutes and this second patient was fine, so there didn't seem to be any problem with skipping something in the workflow. It was noted that the second patient had a follow-up visit scheduled for (B)(6) 2019, and if everything was ok then they would solve the issue with the first ins/patient.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.